Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-13196. It was reported that the patient had a lot of puss at the right extension and right lead site. The physician suspected an infection, and as a result, the patient's right extension and right lead were explanted on (B)(6) 2019. The patient's infection has cleared.